Event description:
It was reported that the arctic sun device did not turn on. As per follow up information received on 06jul2022, heater was substituted and sent to crawley for chiller repair. There was no patient involvement. As per follow up information received on 14jul2022, the heater was the root cause of the device not powering on. The chiller issue was detected during repair of the heater. As per sample evaluation results received on 26apr2023, it was reported that the root cause of the reported issue was a heater failure. It was confirmed the device did not turn on due to the heater. The chiller was found to be damaged. It was stated that when unit had been inspected and dismantled at palex, quite a few parts were incorrectly wired on wrong sockets on boards and re-plugged incorrectly. It was noted that reservoir was unable to fill up. It was noted that there were issues with the circulation pump, shell ), manifold and power module . It was also noted that circulation pump, shell with louvers, manifold assembly, and power module need replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed manifold. The device was evaluated upon receipt. Per evaluation, the manifold needed replacement. Unit was scrapped. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not turn on. Per follow up information received on 06jul2022, heater was substituted and send to crawley for chiller repair. There was no patient involvement. Per follow up information received on 14jul2022, the heater was the root cause of the device not powering on. The chiller issue was detected during repair of the heater. Per sample evaluation results received on 26apr2023, it was reported that the root cause of the reported issue was a heater failure. It was confirmed the device did not turn on due to the heater. The chiller was found to be damaged. It was stated that when unit had been inspected and dismantled at palex, quite a few parts were incorrectly wired on wrong sockets on boards and re-plugged incorrectly. It was noted that reservoir was unable to fill up. It was noted that there were issues with the circulation pump, shell, manifold and power module. It was also noted that circulation pump, shell with louvers, manifold assembly, and power module need replaced.